Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor, which prevented sensor session from starting. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset successfully started sensor session with no further cgm error reported.